Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of left lower lobe invasive moderately differentiated adenocarcinoma (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported the serious non device related event of ¿left lower lobe invasive moderately differentiated adenocarcinoma¿ 11 months after a subject was injected in the temples with juvéderm® voluma¿ xc. Patient was hospitalized and underwent ¿left robotic vats with wedge biopsy and frozen section¿ for ¿neoplasm left lower lung lobe¿ and ¿chest x-ray¿ for post op biopsy.¿ patient was prescribed cefazolin 1g, versed 1mg, and percocet 5/325mg. Patient was discharged three days later. Event resolved.